Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The healthcare provider called regarding the patient¿s ptm (personal therapy manager) but did not have the ptm available on the call. The agent provided contact information for patient services for the patient to call in to clear data on the ptm. The patient called later the same day and stated that they were allowed 3 boluses per day and that they didn¿t use the bolus too often, but the device seemed to time out for 60 seconds and stalled and hanged. They were stuck at 90% when delivering a bolus. The patient stated that this had been happening for 4-5 months. The agent walked the patient through clearing the data after which the patient was able to connect to myptm much faster.